Manufacturer narrative:
A corrective action for balloon bond delamination on the endoplege device is currently open. However, as the product was not returned for evaluation it cannot be confirmed if the reported defect is applicable to this corrective action. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the balloon leaked after placed. No adverse patient events were reported.